Manufacturer narrative:
(B)(4). G2: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the surgeon was unable to position the g7 liner within the g7 shell. A second liner was opened and successfully positioned. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the liner confirms etched details including item and lot. Inner spherical surface has scratches and gouges. Anti rotation scallops on the angled surface are deformed and indented. Outer spherical surface has scratches. No other damage was noted. Device visually conforms to the print. Visual product identifiers for angled surface, 12 cutouts, and vitamin e material were confirmed. Dimensional product identifiers for outside diameter and wall thickness were measured and in specification and insufficient information provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.